Event description:
According to the reporter, during lobectomy, 2 units of reload were used to fire then a different reload was used on lung parenchyma. Then new reload again was used but the handle became stiff and unable to squeezed. The reload was replaced and the device was used without problems. There was no patient injury.

Manufacturer narrative:
Product analysis #(B)(4). Post market vigilance (pmv) received one egia60amt reload opened by the account with the appropriate packaging. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. There were staples protruding from proximal staple cartridge channel. Pmv performed functional testing. The reload was loaded into a post market vigilance instrument (0279) for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, 2 units of reload were used to fire then a different reload was used on lung parenchyma. Then new reload again was used but the handle became stiff and unable to squeezed. The reload was replaced and the device was used without problems. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.